Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2020. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance measurements and the left ventricular (lv) lead had stable but low impedance measurements. Both leads remain in use. No patient complications have been reported as a result of this event.